Event description:
It was reported that the patient passed away due to subarachnoid hemorrhage. The patient reportedly presented with altered mental status, generalized weakness and fever for two days prior to admission. On arrival to the emergency department (ed), patient was confused and was unable to answer questions. International normalized ratio (inr) was found to be 11. Computerized tomography (CT) head showed subarachnoid hemorrhage. The patient received a dose of kcentra with a reduction of inr (international normalized ratio) from 11 to 2.6.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.